Event description:
As reported, the balloon of saber rx 7mm 2cm 155 ruptured during use in the iliac artery. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information could not be obtained.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: as reported, the balloon of saber rx 7mm x 2cm 155 ruptured during use in the iliac artery. There was no reported injury to the patient. Additional information was requested; however, the information could not be obtained. The product was returned for analysis. A non-sterile saber rx 7mm x 2cm155 percutaneous transluminal angioplasty (pta) stent delivery system was received for analysis inside a plastic bag. Per visual analysis, an axial burst was observed on the middle area of the balloon. No other physical characteristics could be observed at the naked eye. Balloon inflation testing was not performed due to the ruptured condition of the unit the way it was received for evaluation. Per sem analysis, results showed that the balloon burst was caused by a rupture on the balloon surface. The inner surface presented no anomalies near the balloon rupture. The outer surface presented evidence of scratch marks near the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon outer surface probably led to the ruptured condition found on the received device. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82182465 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed via device analysis. However, the exact cause cannot be determined. An axial burst was observed on the middle area of the balloon. The outer surface of the balloon presented evidence of scratch marks adjacent to the rupture. It is likely vessel characteristics, although unknown, contributed to the reported event as evidenced by device analysis. The balloon material near the rupture appears to have been torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. According to the warnings in the safety information in the instructions for use ¿the balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82182465 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of saber rx 7mm 2cm 155 ruptured during use in the iliac artery. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information could not be obtained.